Event description:
It was reported that surgeon was placing a gamma3 nail in the patient's right hip. A distal screw was being placed in the nail, after the physician drilled both cortices, the depth gauge measure a 45mm screw was needed. A 5.0 x 45mm locking screw was opened and implanted. Upon x ray, the 5.0 x 45 screw seemed too short and was removed. A 5.0 x 50mm locking screw was then inserted. Surgeon measured the 45mm screw using a ruler on the sterile field. The measurement appeared to the surgeon to be shorter than 45mm.

Manufacturer narrative:
At this time, it is not known if the device will be returned. If additional information or the device is returned, it will be reported on a supplemental report.